Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no low alerts occurred on the mobile application and a hypoglycemic event. The patient stated his mother called 911 because his blood glucose (bg) was 30 mg/dl, and the mobile application did not notify him that the bg was below the low limit. He became very weak and was treated with two glucose vial injections by his mother. After the treatment he was groggy and dazed. When the paramedics arrived, they monitored the patient and did not provide further treatment. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.